Event description:
During the atrial fibrillation procedure there was a delay due to the tactisys quartz not displaying contact force. Using different catheters did not resolve the issue. The tactisys quartz was exchanged with one from another hospital and the issue was resolved. The procedure was completed with no harm to patient.

Manufacturer narrative:
One tactisys¿ quartz was received for evaluation at the tech center. Based on the information and investigation provided to abbott the reported contact force issue was confirmed, and the root cause was isolated to the brown fiber optic cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.